Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Disposition unknown.

Event description:
It was reported that the patient had an osteosuture on the humeral prosthesis due to them falling on their left elbow. There was a periprosthetic complex fracture of the olecranon and a displacement of the humeral implant. The patient underwent a revision surgery to remove the standard stem and replace with a long stem.

Manufacturer narrative:
Please note corrections to the FDA registration number. The MDR was submitted with 3004983210 and should have been reported under 0001649390 registration number. Please note corrections in d1 and d4: the reported event could not be confirmed. The device was not returned. X-rays were provided for the device. Since data was provided, the opinion of a medical expert was sought and stated as follows: the patient had a primary placement of a latitude total elbow prosthesis in (B)(6) 2016. Unfortunately, in 2017 the patient fell and had a comminuted olecranon fracture and a periprosthetic fracture around the humeral component. On (B)(6) 2017, the olecranon fracture was treated, and the humeral component was revised. During the revision, a ¿fausse route¿ was created, the proximal part of the humeral prosthesis and it¿s surrounding bone cement was placed outside the bone. The prosthesis was however fixed well, and the fractures healed, rendering a good elbow function. The position of the prosthesis did not change when comparing postoperative to the 1-year follow up. The postoperative position was an iatrogenic fausse route, placing the implant in varus, and having the proximal part of the humeral component and bone cement sticking out of the bone. This position did not change after the revision surgery during follow-up. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient had an osteosuture on the humeral prosthesis due to them falling on their left elbow. There was a periprosthetic complex fracture of the olecranon and a displacement of the humeral implant. The patient underwent a revision surgery to remove the standard stem and replace with a long stem.